Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The complaint device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) broke postoperatively. It was implanted on (B)(6) 2015. No information about an explant surgery. Reported concomitant devices: lcp screws (part: unknown, lot: unknown, quantity: unknown). Complaint involves one (1) part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 4.5mm locking compression plate (lcp) broke postoperatively. The plate was originally implanted on (B)(6) 2015; however, it is unknown if revision surgery or other medical intervention have been performed since discovery of the reported breakage. It was additionally reported that the reported plate may have been specifically bent by the surgeon without the use of a bending device during the initial implant surgery. This report is 1 of 1 for (B)(4).